Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate this unit. Th fse replaced the o-ring to resolve the issue. The unit passed all functional and safety test to meet manufacturing specifications. The unit has been returned to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not filling or using helium from tank. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.